Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a jejunum resection, the jaws of the device could not open after firing as this got stuck while unloading. The jaws of the device locked on the tissue and were removed after they cut down the jejunum with the help of a knife.